Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2014, the catheter was placed in a (B)(6) year old female patient via the right internal jugular vein. On (B)(6) 2015, the catheter allegedly became dislodged inadvertently.